Event description:
During rotational atherectomy procedure, a perforation of the circumflex coronary artery (cx) occurred. Upon removal of the burr and guide wire, it was noted that approx 100mm of the rotawire floppy guide wire distal end was not recovered. The fractured segment was observed in the distal cx. After placement of remedial stent, attempts were made to retrieve the guide wire fragment using a snare catheter. The guide wire fragment was retrieved but apparently the spring tip unraveled and became entangled with the stent. The string tip winding could not be recovered and remains in pt. Pt displayed normal vitals and was discharged for treatment of other conditions.